Manufacturer narrative:
The abandoned lead has not been returned for analysis, therefore, boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed high impedance measurements and noise which resulted in oversensing and the storage of ventricular tachycardia episodes. A lead fracture was reported. The lead was abandoned surgically and replaced. The pacemaker was explanted and replaced since it was close to the elective replacement indicator. No adverse patient effects were reported.